Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no peeling or lifting), the pump was intermittently responding to the ok button and it required excessive force to activate the button, the up/down key contacts were misaligned, all key contacts were inverted and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
According to the distributor, the ok button was sticking. There was no adverse event associated with this complaint.